Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Setscrew damage was noted.

Event description:
During the implant of this concerto, noise was detected in atrial connection. Doctor realized the screw has broken inside the connection. Patient status: ok. The device was not implanted; no other patient complications have been reported as a result of this event.